Manufacturer narrative:
Boston scientific received information that this local representative contacted boston scientific's technical services in late-november 2017. The patient's medical history was significant for a blood clot in the left atrium that was discovered at the time of the implant procedure. The physician elected not to perform defibrillation threshold testing and the blood clot was successfully treated post-implant with medical management. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. Two defibrillation threshold tests were attempted at 65 joules and 70 joules. Both were unsuccessful associated with a post-shock impedance of 153 ohm and 138 ohm respectively. The device appears to be in adequate position; however, the electrode coil appears slightly high. The physician is considering an electrode reposition tomorrow without opening the pocket. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The electrode was moved to the right side of the sternum. X-rays showed that the coil was down on the sternum. The device position was posterior. The proximal incision site was opened and despite difficulties, the physician was able to remove that portion of the electrode. The electrode was repositioned towards the right side of the sternum. A 10j commanded shock was delivered and a 94 ohms shock impedance was recorded. Delivery of a 65 joule reverse polarity shock was delivered which failed to terminate the induced arrhythmia. The post-shock impedance was 90 ohms. A second attempt was undertaken at 75 joule standard polarity successfully terminated the induced arrhythmia. The post-shock impedance was 92 ohms. A review of latitude data showed that the impedance values started to gradually rise around (B)(6) 2017 until the most recent measurements. There were no patient adverse effects reported as a result of defibrillation threshold test and electrode reposition procedure.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) in (B)(6) 2016. The local representative had received an e-mail from the local va hospital concerning untreated episode#001 that was recorded the day after the implant procedure. The device and electrode exhibited wondering baseline associated with oversensing. It had the characteristics of air bubbles. There have been no new episodes in the last six months. The presenting electrogram shows appropriate sensing and no baseline wander. The presenting electrogram is with the sense vector in primary. The sense vector at the time of the untreated episode was also primary. Boston scientific received information that this local representative had received an e-mail from this patient's clinic in (B)(6) 2017 asking to review an event that was uploaded from the patient's home monitoring system. The arrhythmia logbook was reviewed which identified an event recorded on (B)(6) 2016 (the only event identified in the logbook). This was the same event as previously discussed with another local representative back in (B)(6) 2016. There has been no further events since that recorded episode. There have been 4 uploaded transmissions since then with no further issues. Apparently the hcp was thinking this event occurred in (B)(6) 2017, not (B)(6) 2016. No further action required. The available information suggests that this device and electrode remain in-service.